Event description:
Literature was reviewed regarding post-market study evaluating performance of the rechargeable interstim micro system in fecal incontinence patients. The following medtronic devices were used: rechargeable interstim micro neurostimulator. Among patients adverse events / device product performance issues included: 1. Two participants had electric shock sensation. 2. Three participants had device stimulation issues. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID 97810 lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID 97810 lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID 97810 lot# unknown serial# implanted: explanted: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: 97810, serial/lot #: unknown, ubd: , UDI#: b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Citation: elterman, d., murphy, m., krlin, r., et al. (2025). Post-market study evaluating performance of the rechargeable interstim¿ micro system in fecal incontinence patients. International urogynecology journal. (2025) 36:913¿921. Https://doi.org/10.1 007/s00192-025-06127-9; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.